Event description:
Refills fell apart...the metal clip fell off in mouth- oral-b power oral care refills [device breakage]. Toothbrush heads were loose- oral-b power oral care refills [device physical property issue]. Not have any injuries [no adverse event]. Case narrative: relative/friend stated via phone that metal clip from refill fell off in their daughter's mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
(B)(6) 2026: reporter informated the company that the product has been discarded

Event description:
Refills fell apart the metal clip fell off in mouth- oral-b power oral care refills [device breakage] toothbrush heads were loose- oral-b power oral care refills [device physical property issue] not have any injuries [no adverse event] case narrative: relative/friend stated via phone that metal clip from refill fell off in their daughter's mouth. No injury was reported. Follow up received on (B)(6) 2026: reporter informed the company that the product has been discarded. No injury was reported.